Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed to lock after multiple attempts. A field service engineer (fse) adjusted the inseparable catch and inseparable, tested the solenoid and inseparable using the hardware test application (hta), and confirmed they were functioning correctly. The rails were inspected with no visible issues, though the inseparable did not clear the catch consistently. After rebooting and launching the application, the drawer was temporarily recovered and operated correctly. Due to recurring failures, the drawer was replaced, the device was rebooted, tested successfully in hta, and configured in the application, including storage space setup. The functionality was verified by allowing access for customer and user to retrieve medications without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.